Manufacturer narrative:
Updated blocks: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) duplicated the reported complaint. Upon arrival, one battery was reading 0.03 volts direct current (vdc), the other battery was reading 12.94 vdc. The batteries were put in the base and left to charge overnight. There was minimal change in the voltage reading for each battery indicating that the battery that was reading 0.03 vdc is defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced the batteries. The unit operated to the manufacturer's specifications. The device does not have a UDI label or a manufacturing date as it is a component of the heart lung machine (hlm), but the applicable UDI information associated with the hlm is (B)(4).

Event description:
Upon receipt of the device, the field service representative (fsr) reported that the battery measured 0 volts (v) when tested during installation of new batteries during preventative maintenance. There was no patient involvement.